Event description:
It is reported that the head would not seat completely into the liner. Also, the locking ring would not engage. The pt suffered a pelvic fracture as a result of trying to seat the head and the locking ring to the liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.